Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/diagnostic evidence of complaint provided by the customer. The most probable cause for a high-pressure alarm is the "dso" sensor. No serial number was provided so a device history record (DHR) review and service history could not be performed. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Unique identifier (UDI), lot number, catalog number and protocol # are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a high pressure alarm. It was also reported that the device stopped working. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.